Event description:
It was reported that the insulin pump alarmed during the manual prime. Customer stated that the drive support cap was sticking out and the insulin pump stopped working properly. Customer's blood glucose reading at the time of the call was 9.8 mmol/l. No further information reported.

Manufacturer narrative:
The insulin pump alarmed a33 during basic occlusion test due to protruded loose drive support disk. The insulin pump was received with minor scratched display window, cracked reservoir tube lip and cracked belt clip slot.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.